Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided. Brand name: pipeline flex with shield technology, model number: ped2-500-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline flex with shield failure to open. One year prior, the patient had undergone flow diversion placement. The patient experienced a vessel rupture (acute bleeding); placement of pipeline devices was planned. Vessel tortuosity was described as severe. The devices were prepared as indicated in the IFU. During the procedure, it was reported that a pipeline flex with shield device was attempted. At deployment, the device reportedly did not open on the distal end. The device had been placed in a vessel bend and more than 50% had been deployed when the issue was observed. Balloon angioplasty was used to completely open the device. Afterward, additional devices were placed to complete the procedure. There were no reports of patient injury in association with this event.